Event description:
It was reported the intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Patient believed she was going to have 20/20 vision after having the surgery and not have to use glasses however, patient cannot see far away. Since the surgery, the patient¿s vision has not getting better. During a post-op appointment, the patient was told by her doctor that since she (the patient) had lasik surgery 6-7 years ago, that the cataract surgery results may not be as good. Patient is not happy she paid a lot to have this model iol implanted & will talk with her doctor about this. Patient has an appointment for a second opinion from a different doctor. The lens is not available for return as it remains implanted. Additional was information was received stating the iol was explanted due to visual complaints of distance and halo/glare. Another johnson & johnson lens was implanted as a replacement (different model iol with a different diopter size, dib00 20.0 diopter). A 2.7mm microkeratome blade was used to make temporal main incision for explant. The original incision was 2.4mm. No sutures were used and no vitrectomy was performed. There was no patient post-explant injury. The lens is not being returned as it was discarded. No other information was provided.

Manufacturer narrative:
Additional information: patient weight and ethnicity: unknown as information was asked but not provided. It was indicated that the iol is not being returned for evaluation as it was discarded therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.